Manufacturer narrative:
The insulin pump had blank display due to moisture on the electronic assembly. The motor had moisture damage. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unexpected low battery alarm due to blank display. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that they were not able to get battery to last on the insulin pump. The customer¿s blood glucose level was unknown at the time incident. The insulin pump was returned for analysis.